Event description:
The nurse reported two instances of incorrect displayed values for pt fluid removal during this particular crrt run. One incident occured on may 18th sometime between 12:00 and 15:00. Nurses are concerned about these incidents as they are not convinced that there is no effects on pt fluid status. They are concerned about getting the pt fluid removal for the next hour because they cannot be sure of what was removed during the hour of the incorrect displayed value.